Manufacturer narrative:
Block b3: exact date unknown, event occurred in december 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI, upn: (B)(4), model: sc-2408-56, serial: (B)(6), batch: (B)(6). Product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1232, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a full system replacement procedure wherein a paddle lead was implanted. The patient was doing well postoperatively, and all explanted devices were discarded by the medical facility.